Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed from the returned packaging. On visual/ microscopic inspection, procedural fluids were noted throughout the returned device. The stent delivery wire (sdw) was intact. The stent was returned partially deployed. The delivery catheter shaft was kinked at approximately 10-14cm from the delivery catheter hub, and it was noted that the delivery catheter shaft was flattened throughout the distal device. The stent was fully removed from the device and was deformed. A functional test was not performed due to the damage noted to the returned device. The reported issue is covered in the device directions for use (dfu). As well, the risk of the reported issue is documented in the risk documentation and there are current controls to mitigate the risk of the reported issue. As per the additional information, the patients anatomy was very tortuous. The device was returned for analysis and the damage noted is indicative of the reported event. It is probable that the device was damaged during navigation through the patients anatomy causing the reported event and the damage noted to the returned device. The concurrent distal access catheter (dac) device confirmed the device was kinked, which may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported stent delivery catheter flat/crushed, stent delivery catheter friction, stent stabilizer friction and stent failed/unable to deploy, and to the analyzed stent delivery catheter flat/crushed, stent delivery catheter kinked/bent, stent stabilizer / catheter friction, stent deformed and stent partial deployment as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and it was discovered that the stent partial deployed. There was no clinical consequence to the patient reported as a result of this event.